Event description:
On february 9, 2012 clinic notes from a vns treating psychiatrist were received by the manufacturer. Review of the clinic notes dated november 1, 2011 revealed that the patient has sleep apnea. The psychiatrist later stated that the sleep apnea was first observed in early 2011. He said it is unknown what the relationship of the sleep apnea to vns is. The psychiatrist stated that the sleep apnea probably contributed to the patient's increased depression and suicidal ideations (reported on MFR. Report # 1644487-2012-00597). The sleep apnea is not associated with stimulation. The patient was put on CPAP. The psychiatrist stated that it is unknown if any causal or contributory programming or medication changes preceded the onset of the sleep apnea. The psychiatrist then later stated that patient was diagnosed with sleep apnea in 2007 and the vns was implanted in 2006, however ,the psychiatrist stated he was not treating the patient at the time the sleep apnea was diagnosed.